Event description:
It was reported that the patient experienced driveline power faults. The log files were reviewed and confirmed the reported driveline power fault (power a) on 14jul2024. The alarm was able to be cleared but the driveline power fault alarm returned after a few minutes. It was recommended that a modular cable and/or system controller may be exchanged to potentially resolve the issue when it's safe for the patient and can tolerate the pump stop associated with exchange. The ventricular assist device (vad) was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The submitted controller event log file captured a driveline power fault alarm on (B)(6) 2024. The alarm was active from 16:54:43 ¿ 17:33:55, and again from 17:48:29 through the end of the file at 18:10:55. The alarm appeared to be associated with power a broken faults that were intermittently active throughout the file. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provide instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms, including the driveline power fault alarm, as well as how to respond to each alarm condition. Section 8 of the patient handbook entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power fault alarms, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.